Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that the patient¿s implant site became infected and the pump and catheter were completely explanted as a result. There were no known environmental, external or patient factors that may have led or contributed to the issue or if there were any diagnostics or trouble shooting performed. It was noted that the day of the report that the patient was being re-implanted with a itb (intrathecal baclofen) implant. The issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jul- 17. The patient reported that his pump had to be removed on (B)(6) 2018 for a "number misdiagnoses of the neurosurgeon." It was indicated that the event occurred in 2017. The patient first said he started noticing what the healthcare provider (hcp) thought was an infection in and around the incision site in (B)(6) 2017, about two weeks after the pump was implanted on (B)(6) 2017. The patient later said that he started noticing the skin reaction "pretty much immediately" after the surgery. It was reported that within a day or two after implanted the area started turning red, got really nasty and started leaking puss and it got really bad. It was reported that the hcp went in and removed the pump and the catheter and put a brand new device in. It was reported that the hcp then determined it was not an infection, it was the skin reaction to dermabond-the glue that they used to close up the incision. It was reported that the patient was in the hospital for about 4-5 days when the pump was replaced. No further complications were reported or anticipated.